Event description:
It was reported via voluntary medwatch (B)(6) that post a stenting treatment procedure, a thrombosis occurred. The lesion was located in the first diagonal artery. The lesion was treated with a 2.0x6mm flextome cutting balloon. A 2.25x8mm taxus liberte atom drug eluting stent was deployed in the lesion. The patient was discharged on plavix and aspirin. An undetermined time later, the patient presented with an st elevation myocardial infarction. The proximal left anterior descending artery (lad) adjacent to and including the ostium of the first diagonal artery was occluded with thrombus. The proximal lad was predilated with a 2.5x15mm apex balloon and the first diagonal artery was predilated with a 2.5x12mm apex balloon. The proximal lad was further dilated with a 3.0x15mm apex balloon using a kissing balloon technique. During the procedure the patient was medicated with aspirin, plavix, angiomax and reopro. No patient complications were reported. Post procedure, angio revealed 0% residual stenosis and brisk timi iii distal flow in both vessels. The patient was discharged on aspirin and plavix.

Manufacturer narrative:
Device is combination product. If implanted, give date - 2009. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).